Event description:
It was reported to philips that the display is flickering. There was no patient involvement.

Event description:
It was reported to philips that the device display was flickering. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. An evaluation was completed, however, documentation of the findings were not provided and additional information could not be obtained. Philips is unable to rule out that a malfunction did not occur. As additional information is unavailable, a definitive cause for the alleged failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No additional investigation is required at this time.